Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had air bubbles anomaly in reservoir. Customer's blood glucose at time of incident was 154 mg/dl. The customer was explained how to correctly filled reservoir and she is using insulin in room temperature. The customers rewind the pump without the reservoir. The customer agreed to replace 20 pieces of reservoir.